Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and noise. Mirror image oversensing, falling impedances and possible insulation breach noted on both the rv lead and ra lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and noise. Mirror image oversensing, falling impedances and possible insulation breach noted on both the rv lead and ra lead. Both leads remain in use. No patient complications have been reported as a result of this event.